Event description:
Reporter indicated that their vns therapy programming handheld computer was freezing during the interrogation of a nonimplanted pulse generator. Troubleshooting via hard reset of the handheld successfully resolved the issue. The handheld will not be returned for product analysis.